Event description:
It appears that there are multiple channels that have possible incorrect waveforms being displayed on their pt tiles.

Event description:
Co determined only 3 sites in co's installed base were potentially affected. All 3 of these sites have had their sw upgraded to version 2.01 to mitigate this potential. All new orders go through co's standard process of being reviewed by co'd network design team to ensure the proper sw and hw is selected. This review will serve to identify thise sites that could potentially experience this issue and need to be upgraded to version 2.01 before adding access points's (ap's). To date, there have not been any add'l reports of this issue after the initial complaint. Also, as an update to co's initial medwatch report, co will be updating h3 of the form to reflect add'l info that only does a site need to have 32 ap's installed, but 3 add'l conditions must also occur. These conditions are: 1. One transducer from the set of 32 aps, must be issued the same tag as another transceiver. 2. Two aps must use the same frequencies; 3. One of the two transceivers must"overpower" the other transceiver.